Manufacturer narrative:
(B)(4).

Event description:
It was reported that the scope went black during the procedure. A backup device was available to complete the procedure with no patient impact following a short delay.

Manufacturer narrative:
Device investigation narrative - an evaluation was performed by the supplier and could confirm the customer complaint that the scope went black during a procedure. A visual inspection was performed and showed the scope to have minor distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).